Event description:
The pt underwent surgery, implanting four (4) titanium l-plates for stabilization and fixation of the maxilla after advancement procedure, advancing maxilla approximately 5mm. The plates broke, requiring revision surgery to replace the broken plates.